Manufacturer narrative:
Upon receipt of additional information it has been determined that the device will be reported in MFR 0001822565-2018-01330.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02225.

Event description:
It was reported that the doctor stated that this persona tibial articular surface used during a total knee arthroplasty "is not robust enough." Product has been received and confirmed to be fractured. Attempts have been made and additional information is unavailable.